Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that their pain stimulator was not working. A power on reset (por) was seen. It was reported that therapy had stopped due to the por. The patient was recharging their implantable neurostimulator (ins) when the por was seen. The patient tried using their patient programmer and did not get the por screen. When the patient hooked up their recharging components, they were able to get the regular recharge screen. It was reported that troubleshooting resolved the reported issue. Relevant medical history includes non-malignant pain and lumbar radiculopathy.